Manufacturer narrative:
No patient involved. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the site had a damaged straight suction that was found in spd. Site has cases in the morning and is no longer under a warranty status. No patient was present. No delay in the case. On 2020-jan-02 (rep) new information received: the cause of this damaged instrument was that it was found bent in spd. Materials was notified and they had called technical service.